Event description:
No report of serious injury / harm to patient or user. No indirect harm reported. No reported requirement for intervention to prevent permanent damage. No reported hospitalisation - intial or stay prolonged by 1 day or more. Not reported as life threatening no death reported. "The screens are glitching when thyr are trying to intubate patients uding the provu" replacing the amplifier cable did not help - requiring new amplifier cable weekly.

Manufacturer narrative:
Orfollow up report again resubmitted after act3 failure.

Manufacturer narrative:
Xuyn36512, xurz38226, xurz38228, suzs47787, suzs47810, duzs48621, xuxj53035 full lot numbers a scar has been raised with the supplier to investigate this.

Event description:
The providers are complaining the screens are "glitching" when they are trying to intubate patients using the provu monitors. Replacing amplifier cable but does not seem to resolve issue - requiring replacing amplifier cable weekly. No serious injury / harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No death.

Manufacturer narrative:
N/a.

Event description:
The providers are complaining the screens are "glitching" when they are trying to intubate patients using the provu monitors. Replacing amplifier cable but does not seem to resolve issue - requiring replacing amplifier cable weekly. Lot numbers: xuyn36512, xurz38226, xurz38228, suzs47787, suzs47810, duzs48621, xuxj53035. No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
A scar has been raised with the supplier to investigate this.

Event description:
The providers are complaining the screens are "glitching" when they are trying to intubate patients using the provu monitors . Replacing amplifier cable but does not seem to resolve issue - requiring replacing amplifier cable weekly. Lot numbers: xuyn36512, xurz38226, xurz38228, suzs47787, suzs47810, duzs48621, xuxj53035. No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
Originally submitted 14th august 2025 with error.

Event description:
No report of serious injury / harm to patient or user no indirect harm reported no reported requirement for intervention to prevent permanent damage no reported hospitalisation - initial or stay prolonged by 1 day or more. Not reported as life threatening no death reported "the screens are glitching when thyr are trying to intubate patients using the provu". Replacing the amplifier cable did not help - requiring new amplifier cable weekly.

Event description:
The providers are complaining the screens are "glitching" when they are trying to intubate patients using the provu monitors. Replacing amplifier cable but does not seem to resolve issue - requiring replacing amplifier cable weekly. Lot numbers: xuyn36512, xurz38226, xurz38228, suzs47787, suzs47810, duzs48621, xuxj53035. No serious injury/harm to patient. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Manufacturer narrative:
A scar has been raised with the supplier to investigate this.

Manufacturer narrative:
Xuyn36512, xurz38226, xurz38228, suzs47787, suzs47810, duzs48621, xuxj53035 full lot numbers. The production date of the monitor is 2019. This is a product from six years ago. Testing found that the port contact of the monitor is poor due to wear and tear. This is the final report for (B)(4).

Event description:
The provideers are complaining the screens are "glitching" when they are trying to intubate patients using the provu monitors. Replacing amplifier cable but does not seem to resolve issue - requiring replacing amplifier cable weekly. No serious injury / harm to patient. No indirect harm. No required intervention to prvent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No death.

Manufacturer narrative:
N/a.

Event description:
The providers are complaining the screens are "glitching" when they are trying to intubate patients using the provu monitors . Replacing amplifier cable but does not seem to resolve issue - requiring replacing amplifier cable weekly. Lot numbers: xuyn36512, xurz38226, xurz38228, suzs47787, suzs47810, duzs48621, xuxj53035 no serious injury/harm to patient no indirect harm no required intervention to prevent permanent damage no hospitalisation - initial or stay prolonged by 1 day or more no serious injury, disability or permanent impairment not life threatening no deaths.